Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh were implanted into the patient. It is reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4) -scarring. Additional narrative: it was reported that the patient underwent a gynecological procedure and mesh was implanted due to prolapse. It was reported that following insertion the patient experienced pain, extrusion, dyspareunia, and vaginal scarring. It was reported that the patient underwent mesh excision on (B)(6) 2011 for protrusion of mesh product. It was reported that the patient underwent mesh excision on (B)(6) 2011 for protrusion of mesh product. It was reported that the patient underwent mesh revision on (B)(6) 2012 for apex vaginal scarring. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent a&p repair. It was reported that patient underwent excision of protruding mesh at the apex of the mesh due to protrusion of mesh from previous obturator mesh on (B)(6) 2011. No additional information was provided. (B)(4).